Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912068, lot# 019350, juggerknot 1.4mm shrt w/ndls. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery, the inserter of this product was deformed and fractured while the surgeon tried to insert these product in the patient's burr holes. Subsequently, the tip of inserter was fractured and retained in the patient's body. The surgeon tried to remove the fractured piece of the tip, but it couldn't be removed from the patient's bone.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the device is fractured near the tip. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.